Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and there were two potential findings. Without the sample returned , it cannot be confirmed if the failure mode of this complaint is the same as/relevant to the findings identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: after inserting the catheter, during extraction, the metal guide frayed. The entire device was removed and a new PICC was inserted. There was a delay to treatment but there was no other reported patient harm or consequences. They were reported as fine post the procedure.

Event description:
It was reported that: after inserting the catheter, during extraction, the metal guide frayed. The entire device was removed and a new PICC was inserted. There was a delay to treatment but there was no other reported patient harm or consequences. They were reported as fine post the procedure.

Manufacturer narrative:
(B)(4). The customer returned one catheter/stylet assembly and product lidstock. No definite signs of use were observed. Visual analysis revealed that the placement guide wire was unraveled from the distal weld. The guide wire was additionally kinked in multiple locations. Microscopic examination confirmed the damage and revealed that the distal weld was present and spherical. Visual analysis of the catheter revealed that it was intentionally severed. No other defects or anomalies were observed. The overall length of the core wire measured 27" which is within the specification limits of 27 - 27 1/2" per the guide wire product drawing. The guide wire outer diameter measured 0.0149" which is within the specification limits of 0.0145-0.0165" per the guide wire product drawing. The overall length of the catheter measured 16" which is not within the specification limits of 20 11/16 - 20 15/16" per the catheter product drawing. This indicates that a portion of the catheter was not returned for analysis. The outer diameter of the catheter measured 0.074" which is within the specification limits of 0.069 - 0.074" per the extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU) provided with this kit, which states "withdraw placement wire through septum to retract wire a minimum of 4 cm behind catheter cut location." A lab inventory wire was threaded through the catheter with little to no resistance. Functional inspection of the guide wire could not be performed due to the damage. A manual tug test confirmed that the extension lines were secure to their luer hubs. A device history record review was performed and a potentially relevant finding was identified. Further review of the finding revealed that it was not relevant to the reported event. The IFU provided with this kit instructs the user, "note: resistance when cutting catheter is likely caused by insufficiently retracted placement wire. Do not use catheter if placement wire has not been retracted. Warning: do not cut placement wire when trimming catheter to reduce risk of damage to placement wire, wire fragment, or embolism." The customer report of an unraveled guide wire was confirmed through investigation of the returned sample. The placement wire was observed to be unraveled from the distal weld. Despite this, the catheter and placement guide wire passed all relevant inspections. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 1.5 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: after inserting the catheter, during extraction, the metal guide frayed. The entire device was removed and a new PICC was inserted. There was a delay to treatment but there was no other reported patient harm or consequences. They were reported as fine post the procedure.